Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to unknown reason. A new inflatable penile prosthesis consisting of 21 cm x12 mm cylinders, pump, and reservoir were implanted.